Manufacturer narrative:
The manufacturer was advised that the lvad pump will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that the patient expired and the cause of death is noted as "clot." Additional information provided indicates that going into the operating room, the patient had creatine level of 3.3. The patient had substantial amount of bleeding in ICU after implant and received multiple doses of fiba. Bleeding continued and the patient was taken back to the operating room (or). Upon reopening the chest, a clot was visualized in the left ventricle and the aorta. Pulmonary artery line was dislodged and cardiac message was started. The patient expired in the operating room.